Event description:
This customer reported that the device would not pace a patient. There was no negative patient impact.

Manufacturer narrative:
(B)(4). This customer reported that the device would not pace a pt. There was no negative pt impact. The defibrillator was returned to philips for evaluation. The reported symptom could not be reproduced and the device passed all testing. The electronic event file was reviewed and showed that the morphology of the pt's waveform combined with the lead selection resulted in a heart rate that was above the set paced rate. The instructions for use describes how to obtain the best ECG lead, and how to review how the algorithm is identifying beats. Charging the lead provide a different waveform for interpretation. Fixed pacing is also an option. There was no malfunction of the device.